Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips would not advance. Another like device was used to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
Eval summary: the analysis results for the el5ml found that it was returned with the cam broken. The device was cycled and it malformed one clip and ejected the remaining clip due to the cam condition. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.